Event description:
Additional information was received that the device was reprogrammed. After reprogramming, additional episodes of post paced t-wave oversensing was observed. No additional reprogramming has been performed.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.